Event description:
The customer reported that the zipper is not staying closed even when clipped the zipper migrates open until the clip engages. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Zipper not staying closed. Eval of the returned product shows that the side panel side a top ridge insert pin is ripped from the tape. Panel side b drainage port zipper is stuck. Window side b two sliders are missing and the insert pin is ripped from the tape. (B) (4).